Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "the oxy was flushed throught with hartmanns after bypass and left in situ as there was a bleed that needed to fixed. After about 45-mins to an hour we went back on bypass. The oxy was only able to sustain adequate sats on 100% oxygen after 5 mins so it was decided to change it out. I was surprised it failed as it was flushed after the initial bypass run." (B)(4).

Manufacturer narrative:
Maquet medical systems, USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption#: (B)(4). Importer: (B)(4). Contact person: (B)(6). An ¿assessment of reporting obligation¿was performed for this complaint and it was determined that reporting to the relevant regulatory agencies was required as the incident occurred during patient use;however,no adverse effects to the patient were reported. The sample was received on 2018-03-14 but a full investigation was unable to be performed as the declaration of infection risk shows the complaint sample has a risk group 3. Trend search was performed (material 70105.3616 and similar failure) which came to following results: 1 additional unconfirmed complaint was recorded since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: (B)(4), which is below (B)(4). Due to this information, no systemic issue could be determined. Affected product: basic lot: 92231729 and packaging lot: 70116761(serial number: (B)(4). The avz from eex 705 to eex 719 (dms#: 2447925) was reviewed. There were no references found, which are indicating a nonconformance of the product in question. As it is not possible to investigate further in this case, it is not possible to determine a clear root cause for the failure. Also, no similar complaint investigated was found which could led to the confirmation of the failure and a product related malfunction. Based on the insufficient information regarding to complaint, the failure could not be confirmed. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref#: (B)(4).